Manufacturer narrative:
E1: initial reported facility name - (B)(6).

Event description:
It was reported that the tip was fractured, requiring additional intervention. The stenosed target lesion was located in the lower extremity veins. An angiojet solent omni was selected for use. During the procedure, the catheter tip was fractured while inside the patient. The broken ends were removed from the patient's body by using a balloon and a retrieval basket. The procedure was cancelled. There were no patient complications reported and the patient condition following the procedure was stable.

Manufacturer narrative:
E1: (B)(6). Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at the time. Risk review: a risk review performed for the angiojet solent omni device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was adverse event related to procedure.

Event description:
It was reported that the tip was fractured, requiring additional intervention. A thrombus was located in a lower extremity vein. An angiojet solent omni was selected for use. During the procedure, the catheter tip was fractured while inside the patient. The broken ends were removed from the patient's body by using a balloon and a retrieval basket. The procedure was cancelled. There were no patient complications reported and the patient condition following the procedure was stable.